Event description:
The patient experienced a loss of therapeutic effect. The patient fell backwards from the toilet and against the wall three weeks ago. The patient's healthcare professional put the patient on antibiotics. The patient's penis and testicles hurt when walking. Additional information was requested.

Manufacturer narrative:
(B)(4)